Event description:
It was reported that the colonovideoscope had flickering image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is flickering was due to damage on charged coupled device unit; there is uneven brightness in the image should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.